Event description:
The hearing aid (h/a) dispenser reported that a piece of a shell option came detached from the shell and fell into the user's ear canal. The material was removed by the user's physician with no reported injury.